Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device was removed due to unknown type of infection. The device was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3387 deep brain stimulation (dbs) leads x2 (B)(6) 2003; 64001 neuro adaptor (B)(6) 2010; 37601 dbs implantable pulse generators x2 (B)(6) 2010. (B)(4).

Event description:
It was reported that the device was removed due to unknown type of infection. The device was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.